Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a higher rate or volume than programmed (over infusion) in the pediatrics care area during therapy. The customer reported that "the machine was programmed to deliver 19.4ml of flagyl but 100ml was delivered" (delivery rate unknown). It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The serial number on the initial manufacturer report was incorrect and has been updated.